Manufacturer narrative:
Patient codes: 2104 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The patient effects may be related to patient morphology/pathology and/or user technique/procedural conditions; however, this could not be confirmed. Although a conclusive cause for the thrombosis and tissue damage could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the physician suspected the small object on the echocardiogram was possibly a thrombus or tissue. It was thin like a thread undulating in the left atrium. After the steerable guide catheter (sgc) was removed, the small object was no longer visible on the echocardiogram and was not removed with the sgc. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unknown object, possibly thrombosis, seen during the procedure. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). After the steerable guide catheter was inserted, the physician noted a small object, possibly thrombosis, on the echocardiogram. The procedure continued with two mitraclips reducing mr grade to 1. It was considered an acute procedural success. No additional information was provided